Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify failed battery test due to display anomaly. P cap reservoir locks properly into place. Unit received with corroded battery tube cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm after every time customer changed battery. Customer stated that battery compartment and spring were damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.